Event description:
Pt tested on the suspect device and a blood glucose result of 309 mg/dl was obtained. Eight units of insulin was given. The staff noticed the pt didn't eat the midnight snack and had hypoglycemia and was non-responsive. Emergency medical technician were called and they administered an oral agent to increase the glucose after they used their equipment to check the pt's glucose and obtaining a result of 52 mg/dl. Controls were in range on the suspect device. The device was replaced and requested to be returned for evaluation.